Event description:
Healthcare professional reports a case of lymphoma via voluntary report ((B)(4)). Alcl associated with a saline type breast implant. About 2 year history of recurrent effusion surrounding the prosthesis before removal. Lymphoma cells confirmed to the fibrinous effusion, without measurable mass, implant capsule or soft tissue invasion or lymphadenopathy. Prognosis is favorable. Dates of use 2 years. Reason for use: recurrent breast abscess." Multiple attempts have been made to gather additional info regarding this case. Any additional info regarding this case will be forwarded.

Manufacturer narrative:
(B)(4). Device labeling addresses breast lumps: distinguishing the implant from breast tissue during breast self-examination: you should perform breast self-examination monthly on your implanted breast. In order to do this effectively, you should ask your surgeon to help you distinguish the implant from your breast tissue. Any new lumps or an abnormal finding on the mammogram should be evaluated with a biopsy. If a biopsy is performed, care must be taken to avoid puncturing the implant. ((B)(6) pt planner, saline). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(6) study included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).